Event description:
It was reported that after a factory reset, the user attempted to fill the infusion set using an old insulin cartridge but did not perform the fill tube sequence correctly, did not observe drops from the fill tube, and insulin did not flow through the tube and infusion set. The user's blood glucose elevated to 400 mg/dl. Symptoms included hyperglycemia accompanied by polydipsia, nausea, and polyuria. Outcomes included the need for troubleshooting and education, after which insulin delivery resumed. Investigation included remote troubleshooting and guided re-priming of the infusion set and cartridge. Investigation of this case revealed improper infusion set preparation and connection during priming, which prevented insulin flow until the user was instructed to prime until drops were visible. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup and priming.